Event description:
The customer reported that they observed a leak coming from the back, left hand side of the access 2 analyzer portion of the unicel dxc 600i synchron access clinical system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. It is unknown as to whether personnel interfacing with the instrument were wearing personal protective equipment, however no personnel sought medical attention in association with this event. Although approximately .25 cups of fluid had spilled and the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility and the material safety data sheet was reviewed.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) discovered that the leak was originating from the wash buffer reservoir fitting on the fluidics tray of the instrument. The fse installed a new wash buffer reservoir. No further issues have been noted to date. Upon completion of the necessary and verified repairs, the instrument was returned into operation. (B)(4).